Event description:
A pt (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. The pt was injected with 1.0 ml on (B)(6) 2010. On (B)(6) 2011, the pt reported urge incontinence. The pt was treated with anticholinergic medication. On (B)(6) 2011, the pt reported urinary tract infection which was diagnosed by urinalysis. The pt was treated with antibiotic. On (B)(6) 2011, the pt reported urge incontinence. The pt was prescribed flomax. The physician assessed both events as mild in severity and definitely not device related.

Manufacturer narrative:
(B)(4). At the time of this report the pt's urge incontinence which began on (B)(6) 2011 resolved on (B)(6) 2011 and pt's urge incontinence which began on (B)(6) 2011 resolved on (B)(6) 2011. The pt's urinary tract infection resolved on (B)(6) 2011. A review of the device history records indicates the reported lots # 1020122 met all specifications prior to release.